Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted during testing. No moisture damage was noted to the electronic assembly. The insulin pump was received with a cracked reservoir tube lip and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 130 mg/dl. The customer's mother stated that the buttons on the pump are not working properly. The mother stated that her daughter was in germany and the pump got a little wet. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.